Event description:
The pt was explanted on (B)(6) 2011. No further info regarding the reasons for explantation is available at this time.

Manufacturer narrative:
Not available for this device. The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.